Manufacturer narrative:
The customer reported that the org (multiple patient receiver) is going into communication loss whenever they use the "change device" feature. Biomed reports this is the only org that is having this issue. Biomed reports he has been initializing the org to fix issue. Patient data is not stored during the communication loss. The communication loss shows on all beds on the org. Biomed reports device has been having this issue since december. The issue has never been reported to nihon kohden until now. The device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. The unit was tested for an extended period. Communication loss was never seen while using the "change device" function. Nihon kohden has left a voice mail for the biomed explaining our testing and that we were unable to recreate the issue reported. Currently waiting for the biomed to contact us and provide further instruction.

Event description:
The customer reported that the org (multiple patient receiver) is going into comm loss whenever they use the "change device" feature. Biomed reports this is the only org that is having this issue. Biomed reports he has been initializing the org to fix issue. Patient data is not stored during the communication loss. The communication loss shows on all beds on the org. Biomed reports device has been having this issue since december. The issue has never been reported to nihon kohden until now.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the org (multiple patient receiver) is going into communication loss whenever they use the "change device" feature. Biomed reports this is the only org that is having this issue. Biomed reports he has been initializing the org to fix issue. Patient data is not stored during the communication loss. The communication loss shows on all beds on the org. Biomed reports device has been having this issue since (B)(6). The issue has never been reported to nihon kohden until now. The device was returned to nihon kohden, evaluated, and the reported issue could not be confirmed. The unit was tested for an extended period. Communication loss was never seen while using the "change device" function. Nihon kohden has left a voice mail for the biomed explaining our testing and that we were unable to recreate the issue reported. Currently waiting for the biomed to contact us and provide further instruction. The unit was returned to the customer with no repairs needed as they would like to evaluate it there and see what happens. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.